Manufacturer narrative:
Reasonable attempts by phone (2x) and email (3x) were made to obtain additional information from the user facility physician including treatment settings and photographs, however none was received; therefore, focus medical is unable to evaluate the treatment parameters to determine their appropriateness for treatment. A trained technical expert spoke with the user facility physician and determined that someone may have inadvertently unscrewed the 15mm zoom handpiece and placed it back incorrectly. Thus, not allowing the handpiece to adjust the spot size. A new handpiece was ordered and shipped to the user facility directly. Additionally, the technical expert reported that the subject device system is still functional on all specifications. No clinical evaluation was conducted as no information was provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the burn leaving permanent impairment, the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly and a follow up medwatch report will be submitted. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: may 7, 2018.

Event description:
A user facility reported that a physician was unable to adjust the spot size while using a 15mm zoom handpiece on a piqo4 laser system. It was further reported that the physician tested the handpiece on their arm and sustained a burn of unknown severity. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.